Event description:
Information was received indicating that a smiths medical pump had a primary audible alarm background test and an acu watchdog which occurred when the syringe was empty. The issue occurred at the end of a flush. There was no patient involvement.